Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Myocardial infarction and thrombosis are listed in the xience pro x everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The xience prox 3.0x28 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that on 14 oct 2016 a 3.0 x 28 mm and a 3.0 x 38 mm xience prox stents were implanted in the left anterior descending artery. On (B)(6) 2016, the patient presented with a st elevated myocardial infarction (stemi). In-stent thrombosis was observed and a 3.0 x 12 mm xience pro stent was implanted to treat the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.